Event description:
It was reported that the patient felt stimulation began to produce pain after a fall. The patient reported falling on the right hip area, where the ins was implanted, in (B)(6). Immediately following the fall, when the patient turned on stimulation it made the pain that was present in his back worse, where the leads were. The patient denied any shocking or jolting. The patient stopped using stimulation completely until about one week prior to the report when he briefly turned it on, but could not tell if it was producing pain. Impedances testing was done, which was normal. Reprogramming was completed and the manufacturer representative was able to obtain stimulation in the area of pain with no discomfort or pain. The patient had to get authorization for x-rays and would have x-r ays performed when that was obtained. The patient agreed to use stimulation and call if it began to product pain. Patient status at the time of the report was alive, no injury. The symptoms were pain at the extension location. No follow up appointment was scheduled the time of the report. Information regarding if the patient had x-rays, results, and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).